Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The analysis of the provided x-ray showed the reported lead fracture. However, in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Lead capped due to fracture. In the 'roentogram', connection between the tip and inner coil is not visible. Also lost pacing and sensing spontaneously on (B)(6) 2021 with an open rv lead impedance warning. No adverse patient events reported. Should additional information become available, it will be added to this file.